Manufacturer narrative:
Device evaluation summary: the analysis results show that the device appeared intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No additional anomalies were observed. The second product received is related to a concomitant device, therefore no further investigation is required. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Reason for device explant and/or reoperation: suspected rupture. Concomitant products: mentor memorygel breast implant 350cc, catalog number: 3503501bc, serial number: (B)(4). Manufacturer¿s reference number: (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption # e2007003.

Event description:
It was reported that a (B)(6) year-old patient underwent a breast augmentation revision with a mentor memorygel breast implant 325cc and experienced rupture on the right side. Upon explantation on (B)(6) 2019, the device was found to be intact. This report contains supplemental information for mentor psr reference number (B)(4).